Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n172202030, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that multiple pump motor stalls and recoveries occurred. A critical pump alarm was heard and telemetry confirmed that the alarm was due to a hard motor stall. The stall was greater than 48 hours and resulted in a ¿stopped pump period may exceed tube set¿ message. Pump logs showed motor stalls and recoveries since (B)(6) 2015; however, it was possible that the motor stalls had occurred prior to this date. Generally the motor stalls lasted a short duration. The patient¿s wife and the patient had been hearing the alarm since before (B)(6) 2014. They thought the alarm was something underneath their couch such as ¿a cell phone that fell through the cracks.¿ the patient denied any exposure to electromagnetic interference (emi) and stated that his usual activities had not changed; he was at home primarily in his recliner. No troubleshooting was done other than a call to customer service. The patient experienced withdrawal symptoms but did not correlate them with the alarming of his pump. The patient experienced symptoms of increase in pain, sweating and confusion and it took the patient about half a day to feel better. Following guidance on (B)(6) 2015, the physician was made aware of the hard motor stall. The pump was placed at minimum rate and the patient was placed on oral narcotics for pain relief until the pump was replaced on (B)(6) 2015 with no further sequelae. It was assumed that the patient was receiving effective therapy following the replacement. The device system delivered morphine.